Manufacturer narrative:
Lot records were reviewed for this lot of material and sterilization dosage was confirmed.

Event description:
A patient had cryoablation of her fibroadenoma using the visica 2 treatment system in 2007. When the patient returned to the doctor for follow-up approx one and a half months later,, she presented with redness and swelling of her breast and was diagnosed with cellulitis. She was started on oral antibiotics. The patient returned to the doctor for follow-up six days later. During the visit, the doctor evaluated the area again and diagnosed the patient with an infection.